Event description:
In 2008, the sales rep stated that during surgery, the driver bent and the screw wobbled when using the driver. The product was replaced with the same product and the surgery was completed as indicated. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Eval is pending.